Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Pump passed test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 576 mg/dl. The customer was treated for the high blood glucose with a manual bolus. The customer was assisted with trouble shooting and the insulin pump passed all test functions. The customer did not return the product back for analysis.